Manufacturer narrative:
One (1) used. List #011-nc100, neutron® was returned for evaluation. As received parenteral nutrition residuals inside the sample were observed, after a visual inspection it was observed partial coring was observed around the top seal. No mating device was returned for evaluation. The returned sample was tested as per procedure and a leak inside the neutron's body was confirmed. The sample was dissembled and a slightly bent spike and a torn seal from the top to the side was confirmed. After visual inspection, a crack was not observed on the sample. However, complaints of leaks can confirmed based on the evaluation of the returned sample. The probable cause of the damage observed on the seal is typically due to an incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". A device history review (DHR) could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 5/24/2024.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that a neutron® was found to have a crack resulting in a leak during patient use. The reporter stated, ¿crack of a non-return valve ref 011-nc100 on epicutaneo-cava catheter (ecc). Action taken: changing the valve.¿ there were no clinical consequences, nobody has been injured as a result of this incident and there was no need for additional medical intervention. The baby has been taken on charge immediately by the nurse. The valve has been changed by the nurse. The medication used was parenteral nutrition. There was not noticed a physical defect in the device before use. There was no blood loss or occlusion of the catheter because the event has been seen quickly. There was a leak following this incident who flowed through the crack. There was no unprotected exposure to the drug because sterile gloves are worn when handling. There was no patient harm reported.